Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the reports. An internal inspection found no discrepancies. The error was cleared from the logs. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.